Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed due to not receiving the device for investigation or submitting images for evaluation. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are attributed to misaligned insertion and/or prying/leveraging the device during insertion.

Event description:
On 01/04/2024, it was reported by a distributor via email that an ar-1927bct-475 suture anchor metal tip broke off two anchors. This occurred during use in a case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.